Event description:
Event description guidant received information that two months post implant, this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on both the rate/sense and shock channels. The noise was reproducible with isometrics. Review of the stored electrograms revealed an inhibition of ventricular pacing due to oversensing that was observed during the noise.